Event description:
It was reported that removal difficulty and shaft break occurred. A 5.00 x 20mm synergy megatron was advanced and deployed to treat the lesion. However, during removal of the system, the deflated balloon got stuck in the tip of 7f guide catheter and the shaft snapped. The physician withdrew the whole system. It was also noted that there was a lot of stent shortening with post dilation of the stent. The procedure was completed successfully with no patient complications.

Event description:
It was reported that removal difficulty and shaft break occurred. A 5.00 x 20mm synergy megatron was advanced and deployed to treat the lesion. However, during removal of the system, the deflated balloon got stuck in the tip of 7f guide catheter and the shaft snapped. The physician withdrew the whole system. It was also noted that there was a lot of stent shortening with post dilation of the stent. The procedure was completed successfully with no patient complications. It was further reported that the target lesion was located in the right coronary artery. Following removal and replacement of the whole system, the lesion was then treated by overlapping a 5.00 x 24mm synergy megatron with the 5.00 x 20mm synergy megatron. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Synergy megatron mr ous 5.00 x 20mm stent delivery system was returned for analysis. The device was returned inside the guide catheter with no stent attached and the balloon in a deflated state. Device returned with no manifold/hub. No stent was returned. The balloon was in a deflated state with no signs of visual damage. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found device returned with no manifold/hub. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that removal difficulty and shaft break occurred. A 5.00 x 20mm synergy megatron was advanced and deployed to treat the lesion. However, during removal of the system, the deflated balloon got stuck in the tip of 7f guide catheter and the shaft snapped. The physician withdrew the whole system. It was also noted that there was a lot of stent shortening with post dilation of the stent. The procedure was completed successfully with no patient complications. It was further reported that the target lesion was located in the right coronary artery. Following removal and replacement of the whole system, the lesion was then treated by overlapping a 5.00 x 24mm synergy megatron with the 5.00 x 20mm synergy megatron. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
B1: adverse event-product problem: updated from product problem to adverse event and product problem. B2: outcomes attrib to adv event: updated to required intervention to prevent permanent impairment or damage. B5: describe event or problem: updated to include new information obtained. H1: type of reportable event: updated from malfunction to serious injury. H6: impact codes: updated from no health consequences or impact to additional device required.